Manufacturer narrative:
Clinical investigation: there is a temporal relationship between pd therapy on the liberty select cycler with cycler set and the patient event of stomach pain, nausea, vomiting and cloudy pd effluent with a subsequent diagnosis of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the event and use of the liberty select cycler with cycler set. Per the pdrn, the cause of the peritonitis event was a breach in aseptic technique by the patient as evidenced by the culture result of staphylococcus epidermidis (staph epi). Staph epi is the predominant normal flora on human skin. Based on the available information and no allegation of a malfunction, deficiency or defect, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis event. Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient was diagnosed with peritonitis on (B)(6) 2020. Upon follow up with the patient's pd registered nurse (pdrn), it was reported that the patient presented to their user facility with symptoms of stomach pain, nausea, vomiting and cloudy pd effluent. A pd effluent culture was obtained and grew positive for staphylococcus epidermidis and the patient was diagnosed with peritonitis. The patient was initiated on antibiotics per the clinic peritonitis algorithm (drug, dose, route, frequency and duration unknown). The patient did not require hospitalization. The cause of the peritonitis has been attributed to a breach in aseptic technique. The patient continued with their prescribed pd prescription which utilizes continuous cycling peritoneal dialysis (ccpd) on the liberty select cycler as well as a manual daytime exchange. The patient has recovered from the peritonitis event.